Event description:
The freedom driver was not supporting a patient. The supplier, a syncardia authorized warehouse, reported that the freedom driver did not pass the system check out because the freedom driver exhibited an alarm once a battery was inserted.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce 5736 initial.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n 5016 was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating secondary motor voltage too high. Visual inspection of external components found no abnormalities. Visual inspection of internal components found secondary motor out of primary alignment. This confirms that fault alarm was due to secondary motor engagement. Freedom driver passed all functional testing for acceptance at incoming inspection after secondary motor placed back into primary alignment. Additional testing included a test of the secondary motor system resulting in a beat rate out of specification but the driver remained functional. A known functional secondary motor controller pcba was installed and beat rate was within specification with the replacement. No alarms were produced during either test. Failure investigation for this complaint confirmed the reported issue from alarm history review. The customer complaint was replicated during testing; root cause of the reported alarm annunciating immediately upon start up was determined to be unintended secondary motor engagement. The root cause of the unintended secondary motor engagement is unknown but is undergoing investigation, however, it is not a device malfunction. Investigation identified no other test failures or damage that could have contributed to the complaint. The faulty secondary motor controller pcba was found during testing of the secondary motor systems but is unrelated to the original complaint. No evidence of a device malfunction related to the complaint was found. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The freedom driver was not supporting a patient. The supplier, a syncardia authorized warehouse, reported that the freedom driver did not pass the system check out because the freedom driver exhibited an alarm once a battery was inserted.